Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a vibratory alert for a long charge timeout. The device was tested in the clinic and the capacitor maintenances were normal. Device replacement was recommended. The physician decided not to complete an intervention and just monitor the patient. No further information is available.